Manufacturer narrative:
Information added/updated to section b4, b5, g3, g6 and h2. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the new information received, the patient developed hemolysis and the blood test results worsened , initially no blood transfusion was required. Since moderate to severe mr remained at the end of the pascal procedure, mitral valve replacement (mvr) with mitris was performed with intraoperative transfusion. The images showed that the postoperative perforation jet showed a high flow velocity, with an oblique jet striking the pascal ace (first device). There was also a jet remaining between the devices directed from medial to lateral. It was unclear which of these jets was responsible for the hemolysis.

Event description:
Per the report received from japan, edwards received notification of a pascal precision ace procedure in mitral position. Leaflet damage occurred while capturing the posterior mitral leaflet. The patient had a p3 flail segment and severe mitral annular calcification (mac), with dense calcification located along the subvalvular leaflet side throughout the p3 grasping zone. During the procedure, multiple attempts were required to engage the posterior leaflet due to its restricted mobility and dense chordae. After closure, a new prominent medial jet appeared, and mitral regurgitation (mr) worsened beyond 4+. Posterior mitral leaflet (pml) perforation was suspected. The patient remained hemodynamically stable. The planning was shifted from a single ace to a two ace strategy. The first device was repositioned medially, and the pml was eventually grasped at a depth close to the mac and closure was performed, but a perforation related jet persisted, and lateral side mr also remained. The first device was released, and a second ace was positioned slightly lateral to the original target zone. Mr improved but remained moderate to severe. Mean gradient was 5mmhg, and vitals remained stable. The perceived root cause, per medical opinion, was that the retention elements likely came into close contact with the mac during attempts to achieve firm insertion into the p3 lesion. Post procedure, residual mr remained moderate to severe. After the case, the patient developed hemolysis and the blood test results worsened. Since moderate to severe mr remained at the end of the pascal procedure, surgical mitral valve replacement was performed on pod 3.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). Additional h6 type of investigation code: labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on the complaint investigation, the complaint for leaflet damaged while capturing was confirmed with empirical evidence based on information provided. Available information suggests that patient factors (p3 flail segment and severe mac, with dense calcification located along the subvalvular leaflet side throughout the p3 grasping zone) and procedural factors (multiple grasping attempts) may have contributed to the reported event. The IFU indicates instruction to prevent leaflet damage. Since no edwards defect was identified, corrective or preventative actions are not required.